Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 20086496. D.4. Medical device expiration date: 8/12/2023. H.4. Device manufacture date: 8/10/2020. D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/26/2021. H.6. Investigation: customer reported the tubing became disconnected from the inline filter, and then returned the affected sample. The sample was clearly separated at the inlet of the filter, and the complaint is verified. Dimensional analysis found the tubing to be within tolerance. The unused sample was opened and primed, and no failures were observed. No other failure modes were observed. A device history record review for model 11532269 lot number 20086496 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under the microscope determined the root cause to be insufficient solvent - not spread around the whole connection. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - leak with lot #20086496 regarding item #11532269.

Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv tubing became disconnected and leaked. The following information was provided by the initial reporter: material #: 11532269 batch/lot #: unknown. It was reported that the tubing had become disconnected from the line filter to which it leaked amino acid on the floor. Verbatim:ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): 2021 (B)(6). Type of incident/problem: malfunction - during or after use. Level of harm: no apparent harm - reached patient/person, inconvenient. Ahs optional report to cmdsnet (health canada): yes. Incident details: entered the room to check patient and noted the floor was wet and sticky. I discovered the bd alaris pump infusion set attached to the amino acids was leaking on the floor. The tubing had become disconnected from the in line filter. There is no luer lock, the tubing is normally seated on the in line filter. Who was affected? Patient. Unexpected or prolonged care? No. Frequency of problem: first time.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv tubing became disconnected and leaked. The following information was provided by the initial reporter: material #: 11532269 batch/lot #: unknown. It was reported that the tubing had become disconnected from the line filter to which it leaked amino acid on the floor. Verbatim:ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2021. Type of incident/problem: malfunction - during or after use. Level of harm: no apparent harm - reached patient/person, inconvenient. Ahs optional report to cmdsnet ((B)(6) yes. Incident details: entered the room to check patient and noted the floor was wet and sticky. I discovered the bd alaris pump infusion set attached to the amino acids was leaking on the floor. The tubing had become disconnected from the in line filter. There is no luer lock, the tubing is normally seated on the in line filter. Who was affected? Patient. Unexpected or prolonged care? No. Frequency of problem: first time.